Event description:
It was initially reported that a pump alarm / "beep" was heard on (B)(6) 2012, however telemetry had not yet been performed to confirm the alarm. The patient indicated their pump was due for refill on (B)(6) 2012. Patient's former physician would not perform another refill hence patient was waiting on a referral to see an alternate physician. The patient went to an emergency room (ER) on (B)(6) 2012, but "ER doctor couldn't do anything with the pump". It was later reported that a missed refill had occurred and the patient was nauseated. The patient had visited the ER and had/obtained oral baclofen. The patient was home and as of (B)(6) 2012, the pump was noted as having been alarming since last week. The patient was unsure if the type of alarm was "critical" or "non-critical". Patient was still waiting on a referral to visit another hcp. Home infusion was requested. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2008-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).